Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device failed the sample mesh test during evaluation, damaged cutter. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: japan.

Event description:
It was reported that during kit inspection, the unit was in need of repair as the cutter blade was damage. During final investigation it was found that the unit was not cutting properly. There was no patient involvement. Due diligence is complete